Event description:
Additional information was received indicating that the stimulator was turned off by the manufacturer representative in 2014 due to the shocking. When the patient was shocked the stimulator was off but when she passed through security she was shocked and blacked out. They had no idea how they got to their doctors office and that she was burned from her head down to her back. The patient was told that the device was functioning fine, she did not know the exact date of this conversation but mentioned it was a few months ago in 2014. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced overstimulation and a shocking and jolting sensation. It was noted that no action was required. It was noted that the patient reported that going through a security theft detector and got shocked and was thrown down to the ground. It was noted that the patient experiences a burning sensation, pain, spasm, weakness, and less than 50% therapy relief in the head. It was noted that the patient was alive with no injury.

Manufacturer narrative:
Product ID 3587a25, lot# n113741, implanted: 2007 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3587a25, lot# n113741, implanted: 2007 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information was reported related to the shocking or jolting sensation. It was noted that the device burnt up inside her. They walked through theft detectors and she was burnt from top to bottom, from head to toe. It was noted that the patient was lucky that she did not die.